Event description:
It was reported that the customer intermittently experienced elevated blood glucose (bg) levels. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered and the infusion set was changed to resolve the bg. The cause for the reported issue is unknown. The customer continued to use the pump for insulin therapy.